Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated they had a fall on (B)(6) 2020, they fell on their back on the same side as their implant, their right side. They said the stimulation started to increase in their lower hips and groin. They said it took a while, however they figured out how to turn stimulation off and they said that the increased stimulation stopped. The patient said that they did have a CT scan the week prior. They said they had not yet contacted their managing physician as the office was just opening up, but she did contact a manufacturer representative and told them about the incident and requested to schedule a time to meet as the rep said they would help the patient with their settings. The patient stated that the rep did call once, however the patient had just received an injection at that time and wasn't able to discuss therapy. The patient stated that since then they had left several messages for the rep, but hadn't received a call back. It was suggested that the patient notify their healthcare provider and consider making arrangements to get the results of the CT scan to be forwarded to their managing physician. No further complications were reported or anticipated.

Event description:
Additional information was received. The rep stated they were notified that the patient needed help turning stimulation on/off. When they spoke to the patient, they had turned their stimulation off, then helped them turn stimulation on and informed them how to increase slowly. They were able to do so with no uncomfortable sensation on all 4 programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.